Event description:
It was reported that the patient had her battery repositioned on the day of the report apparently due to it being too deep to charge. It was noted, the patient could only get 4 bars. The reporter noted that the electrodes were changed out to subcompacts and put in a different position. It was noted that there were testings intraoperative to confirm placement. It was further reported that the leads were replaced because it was believed that the patient would get better back coverage with subcompact spacing over compact spacing. It was noted that the previous electrodes and position were ¿not helping at all¿ according to the patient. The reporter noted that there was nothing wrong with the explanted electrodes.

Event description:
It was further reported that the patient had "major" improvement. The lead reposition and current stimulation pattern was providing the patient with relief and the patient was much happier with the outcome.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 7754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).